Event description:
A sales representative reported on behalf of a customer that the 8820, anatomic acl disposable kit device was used in an acl reconstruction procedure on (B)(6) 2024 and post-operatively, on (B)(6) 2024. The doctor ¿took post op x-rays of the patient and realized that one of our guide wires for our screws is still in the patient, embedded in the autograft. We are not positive if it is the guidewire from the 8820 acl kit (lot 1422285) or the c8006d guidewire (lot 1183654), both were opened in the case. The patient has no pain or issues at the moment the wire was found during a routine post op x-ray. Dr. ¿ is going to continue to take x-rays at 3 and 6 months to see if there is any issues but as of now, he sees no need to have another surgery and remove the wire.¿. Further assessment found "it is definitely a piece of the guide wire about the entire length of the acl graft. The entire piece is intact". This report is being raised due to the reported injury of a retained foreign body, whose device origin cannot be confirmed. The c8006d, guidewire, nitinol 14 in, sterile will be listed as a concomitant device, and allegations against it reported separately.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 8820, anatomic acl disposable kit device was used in an acl reconstruction procedure on (B)(6) 2024 and post-operatively, on (B)(6) 2024 , the doctor ¿took post op x-rays of the patient and realized that one of our guide wires for our screws is still in the patient, embedded in the autograft. We are not positive if it is the guidewire from the 8820 acl kit ( lot 1422285) or the c8006d guidewire (lot 1183654), both were opened in the case. The patient has no pain or issues at the moment the wire was found during a routine post op x-ray. Dr. ¿ is going to continue to take x-rays at 3 and 6 months to see if there is any issues but as of now he sees no need to have another surgery and remove the wire.¿. Further assessment found "it is definitely a piece of the guide wire about the entire length of the acl graft. The entire piece is intact". This report is being raised due to the reported injury of a retained foreign body, whose device origin cannot be confirmed. The c8006d, guidewire,nitinol 14 in,sterile will be listed as a concomitant device, and allegations against it reported separately.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: inspect guide pin prior to use and after removal to ensure it is in good physical condition and functions properly. Do not use if product is damaged. Do not bend the guide pin prior to or during insertion. We will continue to monitor per regulatory requirements to help ensure patient safety.